Event description:
The customer reported that there was an 'kv on in error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries were determined to need evaluation and possible replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.